Event description:
It was reported that the patient was experiencing inadequate stimulation caused by a high number of contacts on the leads with high impedances (over 10 contacts). Reprogramming of the leads was attempted but the stimulation therapy was not sufficient. The patient underwent a revision procedure where both leads were replaced. The patient was noted to be fully recovered post operatively. The explanted leads were retained by the facility and were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7074576.